Manufacturer narrative:
A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events. The investigations have found that improper installation or servicing of the snap ring in this joint can result in the slipping down or falling of the spring arm and light head components when the light head is being moved by the user. The FDA has not yet provided a correction reporting number.

Event description:
During operating room preparation with the patient already moved into the operating room the staff noticed that the spring arm of the light head was slipping out of the upper arm of the central axis. The component did not fall. The hospital staff secured the lower arm to the upper arm and contacted trumpf medical. The snap ring was found overstretched and dislodged in the joint. No injury occurred.